Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 15-mar-2023 and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zss-10-4-rb of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. It had been indicated that the complaint device was going to be returned but to date this has not happened. If the device is returned in the future, then the file will be updated accordingly. This file has been opened to capture the off label use for placement through a pre-placed axios stent. This file is related to (B)(4) 10fr stent did not fit through an olympus t1 or t2 scopes. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all zss-10-4-rb devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. IFU & label review: it should be noted that the instructions for use states the following: ¿intended use: this device is used to drain obstructed biliary ducts¿. It also states: ¿notes: do not use this device for any purpose other than stated intended use¿ as per the IFU, the potential complication include: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Additional complications associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ there is evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off-label use was concluded based on the available information. The intended use in the IFU states ¿this device is used to drain obstructed biliary ducts¿ however, from the information provided the double pigtail stent was placed for cyst drainage through a pre-placed axios stent. Summary: the complaint is confirmed based on customer testimony. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Pr:382940: per complaint form: not known except for the report that this 10fr stent did not fit through an olympus t1 or t2 scopes which have 3.7mm working channel. I will find out more from the account on 12/22. This complaint will capture 1 case of advancement failure of the stent into the olympus t1 or t2 scopes. Reference MDR #3001845648-2023-00008. Pr:387036: per complaint form: not known except for the report that this 10fr stent did not fit through an olympus t1 or t2 scopes which have 3.7mm working channel. I will find out more from the account on 12/22. This complaint will cover 1 case of off-label use for placement through a pre-placed axios stent.

Manufacturer narrative:
Operator of device: other: 10fr stent did not fit through an olympus t1 or t2 scopes. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.